Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation procedure with qdot micro for which biosense webster¿s product analysis lab (pal) identified a separation between electrode and pebax. It was not possible to ablate with the catheter. Ablation was immediately interrupted upon initiation. Neither replacing the connection cable nor restarting the ngen generator and carto 3 system resolved the issue. The problem was resolved by replacing the catheter with a new one. After the catheter was replaced, everything functioned properly. Upon removal of the old catheter from the patient¿s body, damage to the catheter was identified. The procedure was delayed due to the reported event by 10 minutes. The procedure was successfully completed. There was no patient consequence. Picture provided showing reddish material inside the pebax. Additional information was received. No difficulties experienced with catheter maneuvering or during the withdrawal. No sign of pebax damage. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 22-jan-2025 observed reddish material inside the pebax and a separation between electrode and pebax. The event was originally considered non-reportable, however, bwi became aware of a separation between electrode and pebax on (B)(6) 2025 and have assessed this returned condition as reportable.

Manufacturer narrative:
The device was returned to johnson & johnson medtech (j&j medtech) for evaluation 23-dec-2024. Visual inspection and screening test of the returned device were performed following j&j medtech procedures. Visual analysis revealed reddish material inside the pebax and a separation between electrode and pebax. The magnetic and force feature were tested, and no errors were observed. The force values and the vector were observed within specifications. No force issues were observed during the ablation cycle. The separation could be related to the issues reported. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The ablation and foreign material issues reported by the customer were confirmed. The potential cause of the damage on the pebax is related to the manufacturing process of the device. The instruction for use states: when cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode or may damage the contact force sensor. In addition, in order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. After insertion, slide the insertion tube back toward the handle as part of johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. An internal corrective action has been opened to address manufacturing opportunities related to the force sensor sleeve insolation to prevent fluids to get inside into the device. Explanation of codes: investigation findings: mechanical problem identified (c07) / investigation conclusions: cause traced to manufacturing (d03) / component code: sleeve (g04115) were selected as related to the customer¿s reported ¿reddish material inside the pebax¿ and ¿not possible to ablate¿ issues. In addition, biosense webster inc. Analysis finding of the ¿reddish material inside the pebax and a separation between electrode and pebax¿. Investigation findings: manufacturing process problem identified (c16) / investigation conclusions: cause traced to manufacturing (d03) / component code: sleeve (g04115) were selected as related to the customer¿s reported ¿reddish material inside the pebax¿ and ¿not possible to ablate¿ issues. In addition, biosense webster inc. Analysis finding of the ¿manufacturing process¿ related. Manufacturer's reference number: (B)(4).